Event description:
It was reported that the pulse generator exhibited loss of ventricular capture via merlin.net transmission. X-ray did not show anything out of the ordinary. The device was reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.